Manufacturer narrative:
Files were not provided for the event. Abbott is unable to evaluate the product involved in this incident based on the information received. The cause of the reported display issue and subsequent delay remains unknown.

Event description:
During an atrial fibrillation the following issues occurred resulting in a delay to the procedure. The procedure was successfully completed with no adverse patient consequences. - the advisor vl ablation catheter had poor performance in achieving high confidence status. The geometry was collected using the ablation catheter and collected the voxel cloud. - it took 10 repeat attempts at placing the advisor vl ablation catheter into the ripv and high confidence was not achieved despite already having collected ripv anatomy. This delayed the procedure time by up to 10 times. - there was also bloated geometry and the end exp gating tool could not be used due to the delay in geometry collection when in use.